Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received ongoing, intermittent occlusion alarms. The contact could not recall if blood glucose had been impacted. The contact thought that the occlusions were caused by the customer not wearing the pump in a case. As the occlusion alarms had occurred in the past, a cause of the occlusions could not be performed. Reportedly, a new pump case was ordered.